Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the battery and the ventilator worked properly.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that the ventilator had no battery backup. Although requested, information regarding patient involvement was not provided.